Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-02975. It was reported the patient experienced ineffective stimulation following a motor vehicle accident in october 2017 (exact date unknown). Reprogramming attempts were unsuccessful. It was determined the leads were fractured, and the physician was of the opinion they were most likely fractured during the motor vehicle accident. As a result, the physician explanted and replaced the leads. Postoperatively, effective therapy was restored.